Event description:
It was reported the patient experienced loss of stimulation as the scs ipg was tilted in the ipg pocket and was not able to communicate with the external devices. Surgical intervention was under taken on (B)(6) 2014 to revise the pocket. Reportedly, the issue of communication has resolved following surgery.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.